Event description:
It was reported that the patient experienced stinging and burning pain in the left flank and thigh. The physician believed that it may be surgically related and placed the patient on steroids. Upon follow-up, the patient's two out of three pain areas have resolved.